Event description:
Literature: reig e, abejon d. Spinal cord stimulation: a 20-year retrospective analysis in 260 patients. Neuromodulation. 2009; 12(2):232-239. Summary: this article presents a retrospective review of 260 patients treated with spinal cord stimulation implants for the treatment of pain from 1983-2002 from two centers, and were analyzed by pain type and group. Reportable event: 21 patients experienced epidural lead migration. No patient treatment or outcome was reported.

Manufacturer narrative:
(B) (4).